Event description:
It was reported to philips that the c-arm was moving un-commanded. The device was in clinical use at the time of the event. No patient harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue, happened during a diagnosis treatment, and the procedure didn¿t complete. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system¿s geometry magnets were not locking properly¿. Review of the logfile showed the malfunction in the c-arm geometry movements. The philips engineer replaced geo module. After replacement of geo module, the system returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code was corrected.